Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, deformation, weight to the spec. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis, the final assessment is the unit is not ruptured.

Event description:
Patient reported a right side rupture. Device was explanted.